Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported fracture of both screws inside of implant's thread at tooth sites 14 and 16. Implants removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported fracture of both screws inside of implant's thread at tooth sites 14 and 16. Implants removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d4: expiration date and UDI not available, lot number unknown . H3: device evaluated by manufacturer: change ¿no' to 'yes'. Two implants were returned for investigation. Visual inspection via naked eye and camera magnification was completed. Fragment of fractured screws identified within the drive feature of the implants. Damage to implants identified from the removal process. Per: pre-existing conditions noted on the complaint. Bone density type ii. The reported device was located on tooth site #14 & 16 (fdi). Picture/x-rays: no pictures or x-ray images were provided. Review of appropriate documentation: instructions for use: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Instructions for use: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'contraindications', 'warnings', 'precautions', 'breakage', 'general considerations' and 'adverse effects' per IFU: fracture may occur when abutment is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot number (2019051797 & 2019021996). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed as the lot numbers associated with the reported unknown biomet screws are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: complaint history review was performed for the reported lot number (2019051797 & 2019021996) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A complaint history review for the unknown biomet screw could not be performed as the lot/item numbers were unknown. Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device. Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.